Event description:
It was reported that the device oversensed what appeared to be muscle noise. The pacemaker recorded this as an inappropriate ventricular tachycardia (vt) event and resulted in an 8 second pause in pacing. A field representative tested the device and was able to recreate the noise, when the patient pushed their hands together. The field representative changed the programming to ensure critical therapy was available, and the noise was no longer reproducible. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.